Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that air ingress occurred. During a pulse ablation procedure, a faradrive steerable sheath clear was selected for use. During device preparation, inadequate air tightness was noted; when the sheath was drawn back, air repeatedly entered the hemostatic valve. No air was introduced into the patient. The sheath was replaced, and the procedure was completed successfully with another faradrive device. No patient complications occurred, and the patient remained stable following the procedure.